Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had an abrasion underneath one of the therapy electrodes. Nursing staff treated the abrasion with an unknown lotion. The abrasion improved. The patient continued to wear the lifevest.